Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Rising threshold associated with the right ventricular (rv) lead was discovered. Weekly capture management trend shows the maximum rv threshold increased from 1.25 volts on (B)(6) 2014 and remained at 2.5 volts.

Event description:
It was reported that the right ventricular (rv) lead threshold continually increased from implant. No intervention or reprogramming was taken for the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.